Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse did not find any blood contamination. The all manifolds leak test passed, including the pim leak test. Though the safety disk and tidal volume disk were passing the leak test, they were changed as the replacement was coming due. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarmed for "gas loss in iab circuit", and there was blood visible in the catheter. There was no patient injury or harm reported.